Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle. Visual inspection noted the returned handle noted no abnormalities. Functional testing found that when the handle was removed from the charger, the handle did not initialize. It was reported that the handle shut off, the instrument did not work, and the device partially fired. The reported issues were confirmed. It was also reported that the adapter was not recognized. The reported issue could not be confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The evaluation detected unreported conditions of thermistor wire damage and battery connection errors not related to the reported issue. Functional testing found that analysis of the system data which indicated that during the last clinical procedure the handle experienced the observed condition an unrequested reset during use. The handle reset abruptly with no restart command. The back handle housing was removed and the handle hardware was investigated. There were cracked solder joints on pins 1 through 4, 43 and 44 on the 44-pin cable. After resoldering the pins, the handle successfully initialized. The intermittent connections on pins 1 through 4, 43 and 44 could have disrupted the handle power causing the unrequested handle reset during use. The condition of the unrequested handle resets and handle not initializing are due to the cracked solder joints on pins 1 through 4, 43 and 44 on the 44-pin cable. The most likely cause for these additional conditions is traced to component failure. Another unreported condition was identified of inaccurate internal clock. Analysis of the data saved to the system showed that the handle's internal clock was inaccurate. The most likely cause was determined to be manufacturing related. Another unreported condition was identified of adapter communications error. The most likely cause could not be established from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (serial#:(B)(6) ), sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#:unknown), sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#:unknown), sigpshell, sig power sigpshell control shell (lot#:n4e1973y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic duodenal switch procedure, the device rebooted once while inside the patient, not on tissue. The adapter and connection were rechecked, and the reload was reattached. It worked fine. The device rebooted a second time while inside the patient. The reload was reattached, and the surgeon was willing to try using it again. While firing the first reload across the small bowel, the power handle rebooted a third time. It stopped halfway across the bowel. When retracting and opening the jaws, the reinforcement material had to be cut off the reload to remove it from the tissue. A new power handle and clamshell were opened, and the original adapter was attached. A new purple reload was loaded, but a yellow triangle error appeared in the reload column. Another purple reload was opened but registered as a low zone 2 on the screen after cycling. A new adapter was opened and used for the rest of the case with no further issues. The surgeon decided to staple around the misfired location. After the procedure, the defective handle and adapter were used to test some of the used reloads. One purple reload still showed as a yellow triangle. Another used purple reload and used gold curve tip reload registered and showed as a used reload. Finally, the when partially firedreload was put on the adapter, it lit up as a new reload. When taking the safety off and trying to fire, it did stop and then recognized it as a used reload. After that, the reload would no longer display the tissue thickness chart. It only showed up as a used reload. Afterwards, the handle did not recognize the adapter and while being brought to/from the office the handle rebooted 3 times and is now completely dead.